Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and all explanted devices will not be returned.